Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery to repair the hernia. As reported, upon entering the patient's abdomen it was noted the small bowel was obstructed with a mass of dense adhesion and mesh that had detached from the abdominal wall. Based on the available information we cannot determine the cause of the alleged detachment of the mesh. No medical records have been provided; however, recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent ventral hernia repair. A bard/davol ventralight st was implanted during this repair. On (B)(6) 2016: the patient underwent recurrent ventral hernia repair. Upon entering the patient's abdomen, the physician noted, "the mesh had come detached from the abdominal wall and had encircled a loop of small bowel which was completely obstructed and a mass of dense adhesion." "The small bowel was totally caught up in the polypropylene...there was about 6-inch piece of small bowel which was unretrievable form its involvement with the mesh and point of complete obstruction". As a direct and proximate result, the patient has been injured and sustained severe pain, suffering, disability, and impairment.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery to repair the hernia. As reported, upon entering the patient's abdomen it was noted the small bowel was obstructed with a mass of dense adhesion and mesh that had detached from the abdominal wall. Based on the available information we cannot determine the cause of the alleged detachment of the mesh. No medical records have been provided; however, recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The medical records state, "on the right side, the mesh had come detached from the abdominal wall." There is no indication in the medical records as to what may have caused the mesh to detach. The additional information obtained from the patient's medical records does not change the initial determination, no conclusion can be made. Updated fields: a2, a4, b4, b5, b6, b7, d7, g1, g2, g4, g7, h2, h6, h11. Corrected field: b3.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent ventral hernia repair. A bard/davol ventralight st was implanted during this repair. (B)(6)2016: the patient underwent recurrent ventral hernia repair. Upon entering the patient's abdomen, the physician noted, "the mesh had come detached from the abdominal wall and had encircled a loop of small bowel which was completely obstructed and a mass of dense adhesion." "The small bowel was totally caught up in the polypropylene...there was about 6-inch piece of small bowel which was unretrievable from its involvement with the mesh and point of complete obstruction". As a direct and proximate result, the patient has been injured and sustained severe pain, suffering, disability, and impairment. Addendum per medical records provided by the patient's attorney: (B)(6)2014 the patient was diagnosed with multiple abdominal ventral hernias and underwent repair with implant of a bard/davol ventralight st mesh. Per the operative report details, "three defects in this area. Two in the midline with a small bridge of fascia transected. Third defect superiorly and to patient¿s left of midline, again had small bridge of fascia which likewise transected creating one large ventral hernia approx. 15 x 10 cm in size. A 15 x 20 cm ventralight st hernia patch was selected. Placed in an underlay position and secured to the edges of the fascia with full thickness transfixion sutures of #1 prolene. Sutures placed at least 2 cm back from edges of fascia, all placed under direct vision. Patch secured circumferentially, it appeared there was a complete closure of the hernia defect. Patch was laying flat in subfascial location, non-adherent surface toward the bowel." (B)(6)2016 the patient complained of abdominal pain and was diagnosed with recurrent ventral hernia, small bowel obstruction secondary to abdominal wall mesh (ventralight st) and underwent a small bowel resection, removal of the bard/davol ventralight st, abdominal wall reconstruction by bilateral anterior component separation, reinforcement with a non bard/davol biological mesh. Per the operative details, "it appears that the patient had originally had a primary repair of a strangulated umbilical hernia. His more recent hernia operation appears to have been a laparoscopic repair. There was a large sheet of mesh on the backside of the abdominal wall extending almost to the anterior axillary line on the left. On the right side, the mesh had come detached from the abdominal wall and had encircled a loop of small bowel which had completely obstructed and a mass of dense adhesions. The nature of the mesh was not entirely clear, probably a dual sided. At least a portion of the mesh appeared to be constructed of polypropylene and the small bowel was totally caught up in the polypropylene. The mesh was then resected off the abdominal wall completely, removing large amounts of prolene suture material at the same time. There was about a 6-inch piece of small bowel which was irretrievable from its involvement with the mesh and point of complete obstruction. It was resected."